Manufacturer narrative:
Investigation results: evaluation performed by aseptico. See attached report. Console: replaced the +48v power supply and cables; tested the unit for current leakage by the engineering department and tested okay. Motor m250t-12556: replaced the connector and front bearing; tested okay. Foot pedal: and the pwr cor.

Event description:
In this event it is reported that during treatment customer was using promark endo motor, the customer indicated that the patient jumped when the rotary file entered both the canals in tooth number 13. Dr finished the procedure with hand files, and obturated with no complications. Dr suspects it could have been a shock, as there were no issues when hand filing, no root tissue to cause the pain. No patient injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.